Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
The patient presented to the clinic after receiving a patient notifier for low hv lead impedance measurements. The device was not capturing, and it was determined that the patient twiddled the lead back so far that the svc coil was in the pocket with the can, giving the low reading. The lead was repositioned and remains implanted.